Event description:
An alert was received to hm system due to lv lead impedance abnormality. The patient visited the hospital on (B)(6) 2020 for device checks, but it was decided to monitor the lead. The patient was admitted to the hospital on (B)(6) 2020 due to difficulty breathing, patient is monitored for heart failure. The patient was admitted and a lv lead replacement surgery was performed. When the lv lead was being removed, the connector port broke off in the device header.